Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received from a hospital meter. He further reported that on (B)(6) 2019 he received a sensor result of 78 mg/dl which was compared to a hospital meter result of 50 mg/dl. At the time when the readings were received customer was asymptomatic. Customer was diagnosed with hypoglycemia and treated with an unspecified ¿injection¿. Customer also reported the following readings comparison, but it is unknown when they were received relative to the other readings and treatment: sensor: 350 mg/dl vs ¿app¿ 250 mg/dl vs capillary: 250 mg/dl. Customer was also treated with unspecified ¿anti-hypertensive¿ medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received from a hospital meter. He further reported that on (B)(6) 2019 he received a sensor result of 78 mg/dl which was compared to a hospital meter result of 50 mg/dl. At the time when the readings were received customer was asymptomatic. Customer was diagnosed with hypoglycemia and treated with an unspecified ¿injection¿. Customer also reported the following readings comparison, but it is unknown when they were received relative to the other readings and treatment: sensor: 350 mg/dl vs ¿app¿ 250 mg/dl vs capillary: 250 mg/dl. Customer was also treated with unspecified ¿anti-hypertensive¿ medication. There was no report of death or permanent injury associated with this event.